Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-dec-15. It was reported that the nurse practitioner (np) indicated that the patient was doing well with therapy after the surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving gablofen 1000 mcg/ml for a total dose of 200 mcg/day via an implantable pump for intractable spasticity. It was reported there was no issues with therapy or device, and both the pump and catheter were working well for the patient. It was noted that the patient's incision was breaking down and was possibly infected/suspected infection. It was noted the patient has a history of not healing. The neurosurgeon implanted a new pump and catheter and explanted the old pump and catheter. It was unknown what may have led or contributed to the issue. There was no diagnostics/troubleshooting performed. Actions/interventions included surgical intervention where the pump and catheter were replaced, and the pump was implanted on the opposite side of the explanted pump. It was unknown if the issue was resolved. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2019. The patient's weight was asked, but unknown, and the patient's medical history was asked and will not be made available. No further complications were reported/anticipated.